Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm due to buttons not responding. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was unresponsive. The customer¿s blood glucose level was unknown. The customer also stated that the film on the screen of the insulin pump was peeling off. The customer also reported that the act button of the insulin pump was progressively unresponsive and the insulin pump had random no delivery alarm. The customer also reported that they had issues in past with quickset infusion set which was falling of the site. The insulin will not be returned for analysis.